Event description:
On 5/13/2024 at the mother of an ilet user reported that the user was hospitalized the previous night ((B)(6) 2024) due to high blood glucose (bg) levels and diabetic ketoacidosis (dka). The user's bg readings were over 600 mg/dl when measured with a blood glucose meter. Ketone testing was conducted, initially showing low ketones and later moderate ketones, with the user following their ketone action plan. At the hospital, the user received an insulin drip and fluids. Prior to going to the hospital, the user had disconnected during a supply change and went swimming for a couple of hours, during which their bg levels rose. The user's mother suspects the user may have eaten during swimming to intentionally elevate their bg. Before going to the ER, the user administered a manual injection of 6 units as backup therapy. The user experienced high bg levels for approximately 3 hours before going to the hospital.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. There is no ilet data available for this user from 2024-04-28 until 2024-05-12, the day of the event, as the user was getting a replacement ilet. Device data from this replacement ilet confirmed hyperglycemia starting at device initiation at 8:18 pm on (B)(6) 2024 and resolving on (B)(6) 2024. During this period, the ilet was dosing insulin in response to elevated cgm glucose values until the device was powered off early on (B)(6) 2024. Dosing resumed when the device was powered back on and connected to their cgm at 5:45 am. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended when it was able to. The cause of this hyperglycemic event is likely related to the user's therapy prior to starting this replacement ilet, and the report that the user was disconnected from this therapy for several hours for swimming.